Manufacturer narrative:
Concomitant medical products: product ID 37603, serial# (B)(4), implanted: (B)(6) 2020, product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when he had the second implant done, he was unable to find the device and would receive intermittent communication with the first implant. The ins's were relinked and the issue was resolved.